Event description:
It was reported that the user experienced five leaking cartridges despite following the instructed supply change process and not reusing cartridges, with a reported blood glucose reading reaching 300 and the affected lot identified. Investigation of this case revealed leaking at the cartridge level consistent with a product performance issue involving the cartridge component, though the physical devices were not available for evaluation. Symptoms included headache associated with the hyperglycemia reported. Outcomes included user inconvenience and the need for replacement supplies. It was concluded, based on previously established findings for similar reports, that the cause was undetermined due to unavailable product for analysis.